Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023, targeting the right axillary nerve. In (B)(6) 2026 the patient requested to remove the nalu system so that a fully body MRI could be performed due to a new cancer diagnosis. On (B)(6) 2026 a full system explant was performed per the patient's request.

Manufacturer narrative:
Review of records found that the patient had a history of several external device replacements. The patient also had been discovered to have one of the programs on the system set at a higher amplitude than recommended. In (B)(6) 2025 the patient reported pain or discomfort around the should area that was present both with the nalu device in use and not in use. The pain being present while the system was turned off appears to indicate that the symptoms were likely unrelated to the nalu system. At the time this explant was requested, the patient noted that the reason for the request was the need for MRI scan related to a new cancer diagnosis and did not indicate any failure, malfunction, or dissatisfaction with the nalu device or any of its components. As the nalu device is not conditional for the needed MRI scans, the system was removed.